Event description:
It was reported that when loading new cartridge pump did not accurately recognize insulin amount and only displayed 50 units despite cartridge being filled. There was no reported impact to the customer¿s blood glucose level. Customer declined call back, continued with existing pump.